Event description:
It was reported that the patient experienced a loss of therapeutic effect and the symptoms were noted to have started about a month prior. It was indicated that the patient wasn't feeling stimulation and the device wasn't working properly. The reporter was not with the patient at the time and was unable to check whether the device was on or off. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3889-28 lot# v686988, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4)